Event description:
Sling loops slipped off of c type ring of lift with resident in the sling. Resident listed to right and then face first onto floor. Sustained head, arm and leg lacrations and concussion.